Event description:
It was reported from the (B)(4) study that the patient had diaphragmatic stimulation which was revealed during the device interrogation. It is unknown whether there was any intervention. The device and leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.